Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending (mlad) artery with mild calcification and mild tortuosity. For pre-dilatation, the 2.50x8mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured during the first inflation at 9 atmospheres (atm) after 10 seconds. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Prior to use, the bdc was soaked in saline and prepped (air aspiration) outside the anatomy. There was no resistance noted when removing the protective sheath. A same size non-abbott bdc was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.